Event description:
During a tuna procedure the pt experienced pain in the area of the grounding pad. Upon checking the area it was noted that the grounding pad was not secured to the pt's back. A second grounding pad was placed and the procedure completed. Following the procedure the pt ws noted to have what was described as a minor, first degree burn about the size of a dime in the area where the original grounding pad was placed. The area was treated with neosporin and bandaging. On follow-up examination the area was reported to be healing well.